Manufacturer narrative:
(B)(4).

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. At an unspecified point post procedure/prior to discharge, charring or clotting was observed. Heparin was administered. The patient is fully recovered. It was further reported that the patient had challenging anatomy and trans-septal puncture was difficult. A watchman access system (was) double curve was initially used but exchanged for a was anterior curve with successful positioning at the laa. A 31mm watchman flx closure device and delivery system (wds) was advanced but unable to obtain adequate positioning. After six (6) partial recaptures, the 31mm wds was exchanged for a 27mm wds. After three (3) partial recaptures, release criteria was met and the closure device was implanted in the intended location. After removal of the was and wds sheath, a thrombus appeared on the closure device. Additional heparin was administered. The patient was transferred to the ward in good condition.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. At an unspecified point post procedure/prior to discharge, charring or clotting was observed. Heparin was administered. The patient is fully recovered.